Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) remained implanted in the pt and was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt's wife call to report that pt has experienced pain since surgery. She would like to know if any devices were ever subject to recall.